Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal but that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the displacement, rewind, and basic occlusion tests, but was received stuck in a motor error alarm loop during the bolus delivery. A motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during our testing. Unable to complete functional test due to the motor error alarm. The pump had minor scratches on the lcd window, cracked reservoir tube window corners, a cracked reservoir tube lip, and cracked battery tube threads.